Event description:
It was reported that the implantable neurostimulator was acting erratically. It was turning on and off by itself. The manufacturer's field rep was notified of the situation. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4)